Event description:
It was reported that while starting a da vinci mitral valve repair procedure, the site had difficulty getting two of the patient side manipulator (psm) arms to respond. The patient was under anesthesia and the port incisions were made when the surgeon decided to abort the planned procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by a field service engineer (fse) found no system error codes in the system log. After speaking further with the surgical staff, the fse concluded that the reported issue experienced by the customer was likely associated with rapid exchanges between the patient side manipulator (psm) arms, which caused the da vinci surgical system to lock up. System verification was performed and the da vinci surgical system was found to be fully operation and performing to specification. The fse conducted additional training with the surgical staff to recreate the issue and show them how to correct the issue if it should occur in future procedures. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.